Manufacturer narrative:
The device is undergoing an evaluation, which has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), correct/update the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that while prepping for the scheduled transesophageal echocardiography (tee) procedure, the transducer displayed a us acquisition hw_10_0 error message. The transducer was removed and the system was rebooted to regain functionality. A different but similar transducer was used to continue and complete the procedure. Since the reported phenomenon occurred prior to the procedure, there was no patient involved at that time. There was no loss of data or patient injury reported with the replacement transducer. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed. However, the reported issue could not be reproduced. The investigation results were inconclusive, and a root cause for the issue could not be identified.